Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Further information from the reporter regarding the event and the patient data has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
Event reported as patient experienced a motor vehicle accident (mva) earlier this year. On an unspecified date, there was found to be no pressure in the band and the patient was returned to surgery for replacement. There was a 'longitudinal split in the port". The device will be returned. Follow-up findings: the device has been received into allergan's device analysis lab and the 'longitudinal split' was seen in the port tubing.